Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: black box shows evidence of a stuck vp on 6/11/2016 resulting in a eaw 128 replace battery alarm. Once updated the vp dropped from vp 132 to vp118. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Current draws within specifications; idle-90ma, sleep- 00ma, load- 200ma, rewind- 180ma. A "battery life" issue was not duplicated during the investigation. Removed pump case. No evidence of moisture or loose components inside pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.